Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that the insulin pump alarmed low battery. Customer's blood glucose reading was 402 mg/dl. Customer reported that issue was resolved with troubleshooting. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.